Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient with pre-operative diagnosis of hernia. It was reported that intra-op, the upper arm could not be tightened. Instrument break. There was a delay of less than 60min in overall procedure time. Further there were no patient complications associated with the event. The operation was proceeded in an unstable and not being tightened firmly state.